Event description:
Event reported as pt experienced heartburn and fluid regurgitation and a barium swallow was performed and noted a dilated pouch and large hiatus hernia a year ago. The band was defiled to 0cc and the symptoms relieved and a month later, refilled. Two months ago, the pt contacted the office again complaining of heartburn and fluid regurgitation at night. The apl lap-band has been removed and will be returned. It was not replaced at this time and the port remains in situ. F/u findings: the hiatus hernia was not repaired when the band was removed, as it will be done in hospital at a later time.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis. The band was explanted and has not yet been received by allergan. The access port remains implanted and will not be returned. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report if it is explanted and returned in the future. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Hernia, pouch dilation, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pouch dilatation and reflux as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Band deflation may not resolve the dilatation if the stoma obstruction is due to significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of hernia as follows: "a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia."